Manufacturer narrative:
Report source: other: health (B)(6) adverse incident report reference no (B)(4); submitted to hc (health (B)(6)) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a tension-free vaginal tape (tvt) lynx procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced pain in the vagina, pubis, (all right side) of the abdomen, groin, inner thigh, hip, leg, greater trochanter and foot. Subsequently, the patient had dyspareunia, post-coital bleeding, right hip bursitis, fatigue and muscle weakness. Furthermore, the patient could no longer walk for more than 15 minutes, could no longer do her steps as before, unable to ride stationary without tension for more than 5 minutes and no longer have the strength to ride a bike as before.